Event description:
Reportedly, ventricular oversensing has been observed during the follow-up of (B)(6) 2015.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.